Manufacturer narrative:
The company rep examined and tested the system and noticed the digital video interface (dvi) receiver pcb had a damaged component. The company rep replaced the dvi receiver pcb, the 12v power supply, the host cpu, and the display sub-arm. Preventive maintenance was performed and software update was completed. The system was then tested and met all product specifications. Additional info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
A customer reported touch screen response problems and an electrical smell from the unit was noticed. Additional info was requested. Additional info was received from a nurse reporting the surgeon had removed the cataract, finished irrigation/aspiration, and when he switched to the "visco" setting to remove the viscoelastic, the touch screen stopped responding. At that time, an electrical smell coming from the system was noticed. The system was exchanged and the surgery was completed. There was no pt harm reported.